Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. No radiographs or photographs were provided to confirm the reported event. No allegation of product malfunction reported. A review of the alleged statement identified the off label combination use of nuvasive product and other manufactures products may have contributed to alleged event. Current patient condition is unknown. Label review: "...compatibility: do not use coroent thoracolumbar system with components of other systems. Unless stated otherwise, nuvasive devices are not to be combined with the components of another system. All implants should be used only with the appropriately designated instrument (reference surgical technique). Instruments and implants are not interchangeable between systems..." "...potential adverse events and complications as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels, spinal cord or peripheral nerves, pulmonary emboli; loss of sensory and/or motor function..." Product remains in-situ.

Event description:
A patient underwent an extreme lateral interbody fusion with posterior fusion t9-iliac construct using non-nuvasive products. The patient experienced bi-lateral lower limb paralysis one month post- surgery. A revision procedure was performed to extend the construct. No product malfunction alleged.